Manufacturer narrative:
(B)(4). A boston scientific technical services consultant documented the clinical observations and discussed further testing. Efforts were unsuccessful for obtaining additional product issue details. This product issue will be re-evaluated if additional details are received.

Event description:
Boston scientific received information that a red alert was generated for this system due to a shocking impedance measurement of 133 ohms. No adverse patient effects were reported.